Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had recurring power loss alarm. The customer's blood glucose was 9.2 mmol/l at the time of incident. The customer stated that the power loss alarm recurred during battery change after putting the insulin pump to rest. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm, low battery alarm and then power error confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed power loss, low battery and then alarm error was triggered due to connector resistance issues. After disconnecting and reconnecting the internal battery connector. The unit was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Device had minor scratched display window, scratched case and a pillowing keypad overlay.